Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6)2024, after using infusion set for three or more hours, patient noticed symptoms of high blood glucose level which was further treated by correction injection via mdi. It was reported that the infusion set cannula was bent. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.